Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2023 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 01:36:17 on (B)(6) 2023. An arrhythmia was detected four times from 02:08:53 to 02:11:53. ECG shows asystole with intermittent cardiac activity. The patient was in sinus rhythm at 80 bpm degrading to vt from 100-120 bpm. The rhythm then degraded to vf with varying amplitudes. The rhythm then degrades to asystole from 02:03:27 until the device shuts down at 02:12:10 on (B)(6) 2023. Vt was below the threshold for treatment. Varying amplitudes of vf prevented lifevest from treating the patient. Oversensing of low amplitude cardiac signal contributed to the false detection. The device properly detected asystole. Asystole is a non-shockable rhythm.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.